Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping)'), genital haemorrhage ('general abnormal bleeding') and ovarian cyst ('follicular cyst / follicular cysts (right ovary)') in an adult female patient who had essure (batch no. 10811240-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation, vulvovaginitis, menses irregular, asthma, sleep apnea, type 2 diabetes mellitus, anemia and hypertension. Concomitant products included calcium chloride;potassium chloride;sodium lactate (lactated ringers), cefazolin sodium (cefzolin), dexamethasone, fentanyl, ketorolac, lidocaine, midazolam, ondansetron, propofol, rocuronium and sugammadex. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), nausea ("nausea"), device expulsion ("expulsion of essure device/proximal tube lumen containing metallic coil consistent with essure device"), pelvic pain ("pain pelvic / chronic pain"), endometriosis ("endometriosis"), endosalpingiosis ("endosalpingiosis"), back pain ("lower back pain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (oophorectomy (unilateral) and pelviscopy, rightsalpingo oophorectomy and cauterization of endometriosis, abdominal incision). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, genital haemorrhage, ovarian cyst, pelvic pain, endometriosis and abdominal pain lower had resolved and the nausea, device expulsion, endosalpingiosis and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, device expulsion, dysmenorrhoea, endometriosis, endosalpingiosis, genital haemorrhage, nausea, ovarian cyst and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion-(B)(6) 2008 , (B)(6) 2009 medical leave related to essure:- yes. Patient received treatment for events -dysmenorrhea (cramping), general abnormal bleeding, follicular cyst. Proximal tube lumen containing metallic coil consistent with essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Lot number reported (10811240 ) is not valid. Most recent follow-up information incorporated above includes: on 23-oct-2019: update of information (batch is inv). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping)'), genital haemorrhage ('general abnormal bleeding') and ovarian cyst ('follicular cyst / follicular cysts (right ovary)') in an adult female patient who had essure (batch no. 10811240) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation, vulvovaginitis, menses irregular, asthma, sleep apnea, type 2 diabetes mellitus, anemia and hypertension. Concomitant products included calcium chloride;potassium chloride;sodium lactate (lactated ringers), cefazolin sodium (cefzolin), dexamethasone, fentanyl, ketorolac, lidocaine, midazolam, ondansetron, propofol, rocuronium and sugammadex. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), nausea ("nausea"), device expulsion ("expulsion of essure device/proximal tube lumen containing metallic coil consistent with essure device"), pelvic pain ("pain pelvic / chronic pain"), endometriosis ("endometriosis"), endosalpingiosis ("endosalpingiosis"), back pain ("lower back pain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (oophorectomy (unilateral) and pelviscopy, right salping oophorectomy and cauterization of endometriosis, abdominal incision). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, genital haemorrhage, ovarian cyst, pelvic pain, endometriosis and abdominal pain lower had resolved and the nausea, device expulsion, endosalpingiosis and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, device expulsion, dysmenorrhoea, endometriosis, endosalpingiosis, genital haemorrhage, nausea, ovarian cyst and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion-(B)(6) 2008 , (B)(6) 2009. Medical leave related to essure:- yes. Patient received treatment for events -dysmenorrhea (cramping), general abnormal bleeding, follicular cyst. Proximal tube lumen containing metallic coil consistent with essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Most recent follow-up information incorporated above includes: on 2-oct-2019: plaintiff fact sheet and medical record received. New events- nausea, expulsion of essure device, pelvic pain, endometriosis, endosalpingiosis, low back pain and lower abdominal pain", medical history, lot number and concomitant drugs, reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)'), genital haemorrhage ('general abnormal bleeding') and ovarian cyst ('follicular cyst') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (oophorectomy (unilateral) and removal surgery). At the time of the report, the dysmenorrhoea, genital haemorrhage and ovarian cyst had resolved. The reporter considered dysmenorrhoea, genital haemorrhage and ovarian cyst to be related to essure. The reporter commented: discrepancy noted in date of insertion -(B)(6) 2008 , (B)(6) 2009. Medical leave related to essure: yes. Patient received treatment for events - dysmenorrhea (cramping), general abnormal bleeding, follicular cyst. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received-event injury updated to dysmenorrhea (cramping).new events general abnormal bleeding, follicular cyst were added. Outcome of dysmenorrhea updated to recovered / resolved. Patient information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.